Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported that while attempting to instill the fluid into the drainage bag with the syringe in an upright position, air and fluid returned to the direction of the patient instead of toward the drainage bag. Event description per attached email states: I was completing a routine bedside thoracentesis for pt ch, the catheter was inserted without difficulty, initial sample was obtained, then system tubing connected to catheter, all connections were secure. 60 cc of fluid was then removed from patient via tubing. I then attempted to instill the fluid in to the drainage bag with the syringe in an upright position, air and fluid then returned to the direction of the patient rather than going away from the patient into the drainage bag. The procedure was stopped, the stopcock was turned off to the patient and the catheter was kept in place. When the stopcock was turned off to the patient I was able to empty the syringe of fluid into the drainage bag, no air/fluid went back to the patient. A new kit with a different lot number was obtained, the patient was disconnected from the faulty tubing and it was preplaced with tubing from new kit. The tubing was connected to the catheter (from the 1st kit), fluid was withdrawn from the patient and then returned to the drainage bag without difficulty. The procedure was then completed successfully.